Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2020, the patient experienced stiffness and query infection, for which a revision surgery was performed on (B)(6) 2022. The following devices were explanted: lgn cr high flex xlpe sz 5-6 10mm, gns ii biconvex pat 26mm, gii oxinium fem size 6 right and gns ii cmt tib size 5 right. Samples were taken intraoperatively that didn¿t suggest infection. They proceeded with legion revision with stems and a tibial cone. Patient's current heath status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Based on a review of the information provided, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection, active, local infection or previous intra-articular infections has been identified as possible adverse effects and contraindications. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A factor that could contribute to the reported event include patient reaction. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.